Manufacturer narrative:
H6 (remove 2199 and 4582, add 1912 and 4613).

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose (bg) level was 41 mg/dl. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue; however, no additional information was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact on customer's blood glucose level.